Event description:
It was reported that the extension did not function properly after implant. Impedances greater than 10.000 ohms were measured. Extension was explanted after 2 days and checked visually but no defect could be observed. After replacement of the extension the neurostimulation system functioned properly. Patient at risk with several concomitant diseases had to have a second operation. Patient is fine after second surgery with local anesthesia.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.